Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during the removal of the device, the operator felt a ¿snap.¿ according to the report, a portion of the device was retained in the fascial plane with a small segment in the central canal. Reportedly, the patient required additional imaging and unplanned surgical removal. CT imaging was performed on (B)(6) 2017.

Manufacturer narrative:
Additional information received reported that there was no other injury identified other than the surgery to remove the product. The patient had been discharged. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. Device information updated a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.